Event description:
The patient experienced a return of symptoms following a pump refill session. They were refilling the pump when the reservoir was between 1-2 mls. The health care professional planned to bring the patient back one week early for the next refill to see if that resolved the issue. It was later reported, that the pump was replaced for a possible rotor malfunction. There was no patient injury. The patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.